Event description:
A malfunction was reported on the pump, specifically with malfunction code 16, although no notable events occurred prior to the issue. There was no reported impact on the customer's blood glucose level as the effect was unknown or declined to be answered. The customer took action by resetting the pump and resuming insulin delivery, although the malfunction code appeared again. Technical support decided to replace the pump, and since the device was out of warranty, the customer was interested in obtaining an out-of-warranty loaner pump should the malfunction recur. The customer was informed about the functionality limitations of the current pump and reached out for assistance regarding the loaner process but was unable to be transferred, so an email request was sent to renewals instead. . The customer reverted to an alternate method of insulin therapy.